Manufacturer narrative:
An investigation was undertaken to review user reports that the inpen app(s) are displaying: cgm value unavailable - inpen home screen displays '--' in the current glucose field, tickets reviewed with the inpen support team it was confirmed: 1. The user cgm data is being ingested from carelink and recorded in inpen fire store database. 2. The user reports allude to the inpen app(s) home screen displays stating cgm value unavailable, not the presence of data in the logbook. 3. Root cause appears to be app(s) logic that is used when rendering this message based on a comparison of the cgm data last modified time fields (server timestamps) and the device time (which is already known to be unreliable and results in other issues as have been reported for ins & insights api). 4. Further investigation and likely resolution of this issue using ntp (network time protocol) standard on the client (app) device is currently pending. After conducting an initial investigation, we have found that the likely reason for the behavior is inconsistent timestamping of dates and times in the server environment and the app (client) device) though this issue has been reported multiple times. The pr number that corresponds to the reported issue for us is: pr-538 and ous is: pr-539. This issue is about the cgm value unavailable error. We kindly ask that you try having the user verify the current time on their phone/device and compare with https://time.is/italy if possible until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. In addition, the development team is actively working on finding a permanent fix for this issue, and further updates will be provided as we progress. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between inpen application and the simplera mobile as the glucose value was not shown in the application. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8060.